Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Nurse mrs. (B)(6) informed in her email letter that spike came off from the cutting block. It was noticed after the sawing when the cutting block was removed.